Event description:
It was reported that the patient experienced abdominal stimulation. The stimulation was thought to be from right atrial (ra) lead pacing and the lead was reprogrammed. The patient continued to experience stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: a3dr01, serial#: (B)(4), implanted: (B)(6) 2016. Product ID: 4968-25, serial#: (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.